Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received readings of 97 mg/dl, 419 mg/dl, 346 mg/dl, and 143 mg/dl within ten minutes on the aviva system. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.